Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available. Additional facility information: viale s. Pietro 43. Sassari, italy.

Event description:
An event occurred on an unspecified date involved a plum 360 pump where it was reported that the pump has low brightness and after turning on, it turns off by itself. There was unknown patient involvement, and unknown harm reported.